Event description:
It was reported that the patient received multiple shocks due to post-sensed t wave oversensing. Patient also has brugada-syndrome. Programming changes were made and the patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.